Manufacturer narrative:
An event regarding revision due to pain involving a uhr bipolar was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of returned device indicated that minor scratches are observed on device. Medical records received and evaluation: material analysis is not performed as the reported event does not relate to the material integrity of the device. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that patient was revised due to patient hip became painful. Visual inspection of returned device indicated that minor scratches are observed on device. Material analysis is not performed as the reported event does not relate to the material integrity of the device. Further information such as pre- and post-op x-rays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened.

Event description:
No event, hip became painful. Patient was revised, operative side not reported.

Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 26mm/+5; cat# 06-2605; lot# mkey2m, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mls094, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mkt103, omnifit hfx hip stem size #08 132; cat# 6070-0830a; lot# mltjdp, osteonics univ. Distal spacer; cat# 1067-0011; lot# mlt2mk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
No event, hip became painful. Patient was revised, operative side not reported.